Manufacturer narrative:
The representative went to the site to preform a system check out. It was reported that there were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside or a procedure. It was reported that the door can't be opened manually. There was no patient present.